Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted with less than a year of use due to a systematic infection. The patient underwent a surgical intervention to remove the lead. No additional adverse patient effects were reported.